Event description:
On (B)(6) 2009, patient reported that once on (B)(6) 2009, the up/down buttons did not work when she was attempting a quick bolus. She states she was able to program a standard bolus. Performed up/down button press check, and beep/vibrate verification; all working as normal this afternoon. Patient reports she programs 2-3 boluses a day or less due to being on a low carbohydrate diet. The buttons pop back up when pressed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Patient states she is changing over to her back-up infusion device. Product was replaced and requested return of the suspect product for evaluation.